Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission and electrogram (egm) revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. No interventions were performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.